Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Service quote provided for onsite replacement of the system board to address the issue.